Event description:
This information was nobori pms case and reported from terumo. It was reported that on (B)(6) 2012, an unknown rx xience v stent was implanted in the mid left circumflex (lcx) to posterior lateral lesion. Another unknown stent was also implanted in the lcx to posterior lateral lesion. Three non-abbott stents were implanted in the mid to distal right coronary artery. Slow flow was observed in an unknown vessel after the procedure which was resolved with medication. On (B)(6) 2014, the patient expired in a different hospital. The cause of death and treatment were unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Death is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.